Event description:
The lead was returned for analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead complained of tickling in their chest. The patient was seen in clinic for follow up and found that the rv thresholds had risen. The device was reprogrammed to reduce pacing and patient symptoms. The patient was continued to be followed. Subsequent information indicated that a lead revision procedure was performed. A micro dislodgment or exit block was considered to be the cause. The lead was explanted and replaced with another boston scientific lead. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is availble and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
The complete lead was returned. Set screw marks were noted on the is-1 terminal pin, and the distal and proximal high voltage terminal pins. No discernable set screw marks were noted on the is-1 ring. There was dried blood and body fluid noted in the helix housing. The helix was retracted and tissue was noted to be entwined in the helix. The lead was determined to be electrically continuous. The clinical observation was not able to be confirmed.